Event description:
A malfunction alarm was reported with code malf 12, and it was noted that no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, and the customer successfully reset the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump while also being instructed to call back if the issue recurred. The customer acknowledged and understood the instructions provided.